Event description:
A customer contacted stryker to report that their device would not power on when opening the lid. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
Due to character limitations initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the replaced part at the product assessment center (pac) and was able to verify reported issue. The cause of the reported issue was determined to be due to reed switch, sw5. The technician has also observed that the magnet has popped out multiple times when the lid was opened and closed during device evaluation. Based on the device manufacturing record, the device was manufactured with a out of specification lid. An engineering investigation has determined that due to the design of the lpcr2 lid switch, absence of the lid magnet allows current to flow from the battery, even when the device is in standby mode. This will reduce the life of the battery. Therefore, the reported issue, the loss of lid/lid magnet, is associated with two hazardous situations: opening the lid does not turn on the device, and, higher than intended current draw while the device is in standby mode results in a prematurely depleted the battery. Replacement of the device lid so that the magnet is present in the device allows the lid switch to function as designed; turning on/off the device when the lid is opened and preventing current draw when the device lid is closed. The lpcr2 operating instructions has been updated to include additional troubleshooting tips to direct the customer to act when device behavior indicates the lid magnet may be missing. A new warning informs the customer of the risk associated with a missing magnet. The customer's device was archived by stryker. The customer has been provided with a replacement device.

Event description:
A customer contacted stryker to report that their device would not power on when opening the lid. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involvement in the reported event.